Event description:
Patient revised to address mrsa infection.

Manufacturer narrative:
No products were returned. The initial reporting stated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported infection; however, mrsa infection is not considered to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.